Event description:
Arthrocare division mgr reported an incident relayed to him on july 11th 1997 by a physician of a suspected case of avn following an arthroscopic procedure where the arthrocare unit apparently was used during the case.